Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nju7, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported the patient experienced sciatic pain in the buttocks and left calf. They also experienced cramping in their left toes. There were no falls, trauma, or activities associated with the issues. The patient decreased to 1.0 v to help the pain, but did not feel stimulation. They were prescribed penicillin for a urinary tract infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.